Event description:
The customer reported that the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board and the monoblock were replaced. The system was tested and found to be working as intended and put back into service.